Event description:
Ous MDR - after an implant duration of about 23 months it was reported that the patient received 4 inappropriate shocks due to noise. It was noted that the pacing impedance on this lead increased up to over 2000 ohms from initially 700-800 ohms. No other adverse patient side effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead revealed multiple signs of wear along the lead body, with a damaged insulation in the distal region. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. The cuttings in the insulation and the deformation of the rv shock coil occurred most likely during the surgery. Regarding the impedance values larger than 2000 ohms mentioned in the complaint description, the analysis did not show any irregularity which may have led to this observation. In particular, no peculiarities were noted during the electrical inspection. The analysis did not reveal any sign of a material or manufacturing problem.